Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2022-00026.

Event description:
The patient was revised on (B)(6) 2022 due to dislocatio,. Approximatly 1 year and 4 months after the first surgery. The surgeon explanted 1 humeral cup (36/3). The surgeon implanted 1 humeral cup (36/6).